Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3093-28, lot# j0443977v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
The patient via the company representative reported that the device had done nothing for her and had a hard time controlling it. There were no patient symptoms reported and the event occurred during use. The indication for use was urinary dysfunction/ sacral nerve stimulation. No outcome regarding the device issue was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.